Event description:
There was no physical discomfort [no adverse event] withdrawal cord broken and loose cotton fibers- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon had internal damage, specifically, the cord being broken and loose cotton fibers. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
There was no physical discomfort [no adverse event]. Withdrawal cord broken and loose cotton fibers- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon had internal damage, specifically, the cord being broken and loose cotton fibers. No injury reported.